Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 558 mg/dl. The customer had no symptoms and treated with the insulin pump. Customer reported that the high blood glucose levels began after they went on a walk. Their blood glucose went from 99 mg/dl and rose to 558 mg/dl. Troubleshooting was performed. The insulin pump will undergo the high-pressure test once a tubing clamp is received. The product was not returned for analysis.